Event description:
It was reported that this event occurred in the cath lab. During product preparation of the (B)(4), the fiberoptix sensor (fos) slide was connected to the pump and the fos would not zero or be recognized. It was attempted to disconnect and reconnect multiple times with no change in status. Another pump was also tried with no success. As a result, the iab was not used. Reference MDR #1219856-2011-00207 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.